Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated pushed out pin in the lemo connector and replaced the generator battery pack.the system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.